Manufacturer narrative:
(B)(4). The device has been requested but has not yet been received at baxter. A follow-up medwatch report will be submitted if the device is received for evaluation or if additional information becomes available. This medwatch was initially submitted on date (B)(6) 2010 and did not pass, this medwatch will be resubmitted on (B)(6) 2010.

Event description:
The facility representative contacted baxter to report an infusor that had a ruptured bladder. The event occurred before patient use. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.